Event description:
It was reported that the packaging was sealed. When opened, a hair was found inside the cannula. No patient injury reported.

Manufacturer narrative:
A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Catalog number and 510k number are unknown. No information has been provided to date this remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).